Manufacturer narrative:
No patient data provided. Implant and explant dates not provided. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the shunt system requiring explant. The patient underwent a shunt system implantation- date not provided. Later, underdrainage was suspected and it was explanted. As a result, the system was explanted- date also unknown. There are no reported patient complications or adverse sequelae. Additional information was not provided.